Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and since the event was not reproducible, the reported incident could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 15 years since the subject device was manufactured. Based on the results of the investigation, the user likely could not remove the foreign material (even though reprocessing was conducted properly) due to physical damage of the device. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿inspection of the instrument channel¿ ¿brushing the channels¿ this supplemental report includes a correction to g2 and h8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a sample tissue was dislodged from the gastrointestinal videoscope when the biopsy forceps was placed down the scope at the beginning of a diagnostic procedure. The scope was inside the patient¿s duodenum, and when the biopsy forceps was introduced to the distal end of the stomach, the tissue appeared in the duodenum. The tissue was retrieved with the biopsy forceps, and the procedure was completed without further incident. An investigation went underway to try and establish where that tissue came from, and it was discovered that the scope was only used one time previously. Thus, the patient underwent blood work for human immunodeficiency virus, hepatitis c, and hepatitis b and tested negative for all bloodborne illnesses. Reportedly, all steps of high-level disinfection from bedside cleaning to the use of the reprocessor were appropriately followed and no reprocessing issues were noted. There were no reports of patient harm.